Event description:
It was reported that the customer had a motor error alarm during prime. Alarm was explained and cleared. Customer's blood glucose level was 104 mg/dl. Customer was asked to deliver 5 units via fill cannula. Customer was informed that the connection could cause the alarm. Customer was advised to monitor the pump. Battery cap was also frayed. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.